Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the results of the evaluation are as follows: the loop was cut. The insertion portion was cut at the root of the handle section. The coil sheath was cut at approximately 2190mm from the distal end. Approximately 120mm of remaining coil sheath had detached from the handle. The tube sheath was cut at approximately 2200mm from the distal end. Due to mechanical stress applied to the cut area, the surface had a fractured shape. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event (loop unable to be removed from polyp) likely occurred due to the following mechanism: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. Furthermore, it is likely that the insertion portion of the device was severed by a tool for emergency measures. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.¿ ¿never use excessive force to operate the instrument. This could damage the instrument.¿ ¿straighten out the portion of the instrument that extends from the biopsy valve.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included on the initial medwatch. An update has been made to d9 and h3. Also, information has been added to d4 and h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic polypectomy procedure the loop of the single use ligating device could not be removed from the polyp when ligated. The loop was cut with a loop cutter, replaced with another device, and the procedure was completed. There was no reported patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital added here due to character limitation in respective field. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.